Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the conductor wire insulation of the maryland bipolar forceps instrument was found scratched upon inspection. The extent of the conductor wire insulation damage is currently unknown. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damaged conductor wire was identified after reprocessing. When the instrument was used in the last procedure and was inspected after the procedure with no issue. There was no evidence of arcing or sign of thermal damage. The internal conductor wire was not exposed. The customer continued to use the same instrument to complete the procedure. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have damaged conductor wire insulation at the distal end. The wires were exposed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material.

Event description:
Refer to h10/h11 for follow-up information.